Event description:
Completed robotic assisted laparoscopic cholecystectomy and discovered (2) green tabs that were originally attached to green port seals became dislodged during case while inserting instruments through port. These were discovered and retrieved by surgeon at end of case.what was the original intended procedure?robotic assisted laparoscopic cholecystectomy.device #1is this a laboratory device or laboratory test?no.